Manufacturer narrative:
The valve was patent. It passed leak and siphon testing, but it did not meet requirements for reflux testing. The valve met all specifications for pressure-flow and preimplantation testing. Debris within the valve may hold pressure-flow controlling mechanisms open. This may result in fluid reflux. A review of the manufacturing records showed no anomalies. The reported event stated that the valve was revised as the patient's intracranial pressure was too low for a valve containing an anti-siphon component. Thus, the event does not allege malfunction in the valve. All of our valves are 100% tested at the time of manufacture. No injury to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that the patient's pressure was too low for an anti-siphon valve, so the device was explanted.